Event description:
Complainant alleged that while attempting to monitor a pt. The device displayed only a dotted line. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.